Event description:
The customer reported the ventilator's screen went black while in use on a patient, but reported the ventilator continued to operate. The customer reported there was no patient harm. The respironics service technician reported he was unable to duplicate the customer reported problem, but confirmed there was a diagnostic code in the ventilator log history that indicated a +24 volt failure occurred during use. The service technician reported during testing of the ventilator, the unit was unplugged from ac power and did not transition to the backup battery. The service technician reported the backup battery was depleted. The service technician replaced the power supply to correct the problem. Final testing was performed and all tests passed per operating specifications.